Manufacturer narrative:
Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained.

Event description:
It was reported that the balloon burst. A 15mm x 2.75mm wolverine coronary cutting balloon monorail was selected for use. During the procedure, it was noted that the balloon burst. There were no patient complications.